Event description:
Note: this report pertains to one of four complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-09530, 3005099803-2013-09531, 3005099803-2013-09539, & 3005099803-2013-09540 address the four resolution clip devices. It was reported to boston scientific corporation on (B)(6) 2013 that four resolution clip devices were used during a percutaneous endoscopic gastrostomy (peg) closure procedure. According to the complainant, during the procedure, the first clip was deployed onto the tissue; however, the clip could not be released from the catheter. The clip was pulled off of the tissue and removed from within the patient. No damage was noted to the tissue. The same event occured with three additional clips. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
(B)(4) for the reported event of clip would not release from catheter. According to the complainant, the suspect device is not available for return. Based on the available information, the reported failure (clip would not release from catheter) could not be confirmed and the root cause of the reported issue could not be determined. A review of the device history record (DHR) was performed and no anomalies were noted.